Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times up to 10atm. However, at third inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications were reported.